Event description:
It was reported that a user of the ilet experienced hyperglycemia with reported blood glucose values of 392 mg/dl and 371 mg/dl about three hours after a meal that included potatoes, with the user noting stress earlier in the day and reporting completion of a meal announcement. Symptoms included no reported signs or symptoms associated with the high glucose. Outcomes included no hospitalization and continuation of therapy after guided troubleshooting. Investigation included customer care review and guided infusion site change with confirmation of no leaks and an unbent needle while using a curved disconnect infusion set. Investigation of this case revealed no device malfunction observed during troubleshooting, and the event was considered consistent with hyperglycemia of unclear cause that could be related to meal composition and stress. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.